Manufacturer narrative:
The pump was received with intermittent button response and button error alarm due to corroded keypad traces. The pump had cracked display window corner, scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 400mg/dl. The customer's most current level was 150mg/dl. The customer states the esc button is unresponsive. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.